Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, determined to be caused by a failed lower link and hook switch. The lower auxiliary assembly was replaced.

Event description:
It was reported that a pump alarmed to close the door when the door was closed. Any patient involvement, injury or medical intervention is unknown.